Event description:
The patient stated that in 2007, his girlfriend tried to wake him and he briefly awoke and stated to wake him in 5 more minutes. He then slept unitl 3:30pm when he was found by his brother with a blood glucose of 20 mg/dl. His brother gave him a glucose syringe and informed the patient's physician who then came to see the patient. It is the physician's opinion that the infusion device delivered too much insulin and the basal rate adjusted itself automatically too highly. The patient's blood glucose elevated to 80 mg/dl by 4:00pm. The patient's normal blood glucose range is 110-180 mg/dl. The product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.